Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500mg/dl. Troubleshooting was performed. The time, date, and programming were correct. Reviewed the alarm history and found low reservoir and no delivery alarms. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.